Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave nav pulsed field ablation catheter was selected for use. During preparation it was noted there was a white film on the outside of the catheter handle. This was noted after testing flower spline formation, and it was noted that the slider of the handle felt stiffer than normal. Media was provided for review. The decision was made to replace the product with another farawave nav of a different lot number and the procedure continued without incident. No patient complications occurred.